Event description:
The reporter contacted animas on (B)(6) 2013 and left a message requesting information on the pump change of temperature. No additional information was provided. Animas attempted to contact the patient but was unsuccessful at this time. This issue is reported based on the indication that a pump temperature issue may have occurred.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.